Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received on 2016-09-07 from a patient who was receiving baclofen 2000 mcg/ml at a dose of 820.0 mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient noted ¿issues with her neck¿ that started 6-8 months ago. She also reported that she moved and cannot find a health care professional (hcp) to take her on as a patient. Follow-up information was received from her former managing hcp on 2016-09-14 that indicated that they had no contact with the patient for years as she lives in another state. No further information was reported. Additional information was received on 2016-09-22 from a patient. It was reported that the patient was vomiting for 3-4 days and on (B)(6) 2016 the patient¿s ¿legs started jumping¿. The patient had an MRI and needed someone to check the pump. On 2016-10-07, additional information was received from a healthcare provider (hcp). The patient was having another MRI; the first MRI was on (B)(6) 2016 and the new MRI was for follow-up on a post spine surgery. The patient had spine surgery in between then per the hcp. Pump logs showed multiple motor stalls and recoveries occurred. From the logs received, a motor stall recovery occurred on (B)(6) 2016 at 16:57, a motor stall occurred on (B)(6) 2016 at 5:35 an recovered on (B)(6) 2016 at 6:00, another motor stall occurred on (B)(6) 2016 at 12:41 and recovered on (B)(6) 2016 at 14:20, another motor stall occurred on (B)(6) 2016 at 16:20 and recovered on (B)(6) 2016 at 17:41, and a motor stall occurred on (B)(6) 2017 at 1:01 and recovered on (B)(6) 2017 at 1:41. It was unknown if any troubleshooting and/or diagnostics were performed relating to the motor stalls and motor stall recoveries. It was noted on (B)(6) 2017 rep was meeting with hcp and was going to refill pump and restart therapy. That was the plan, and it was noted that has not happened yet. The cause of the motor stalls and motor stall recoveries was not determined. It was later reported on 2017-feb-13 that the only magnetic resonance imaging (MRI) the rep knew about was on (B)(6) 2017. Rep did not have any further information.  Pump logs showed multiple motor stalls and recoveries occurred. From the logs received, a motor stall recovery occurred on (B)(6) 2016 at 16:57, a motor stall occurred on (B)(6) 2016 at 5:35 an recovered on (B)(6) 2016 at 6:00, another motor stall occurred on (B)(6) 2016 at 12:41 and recovered on (B)(6) 2016 at 14:20, another motor stall occurred on (B)(6) 2016 at 16:20 and recovered on (B)(6) 2016 at 17:41, and a motor stall occurred on (B)(6) 2017 at 1:01 and recovered on (B)(6) 2017 at 1:41. It was unknown if any troubleshooting and/or diagnostics were performed relating to the motor stalls and motor stall recoveries. It was noted on (B)(6) 2017 rep was meeting with hcp and was going to refill pump and restart therapy. That was the plan, and it was noted that has not happened yet. The cause of the motor stalls and motor stall recoveries was not determined. It was later reported on 2017-feb-13 that the only magnetic resonance imaging (MRI) the rep knew about was on (B)(6) 2017. Rep did not have any further information.